Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The indication for use was non-malignant pain. The programmer displayed a picture of the attention dialogue box with 'pump reset occurred' and 'pump in safe state.' A critical alarm was occurring for low battery reset and safe state. The pump logs were checked. The logs showed low battery reset. There were no symptoms reported.

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.